Manufacturer narrative:
After the initial report it was determined that this was a duplicate of a previously reported event under: (B)(4) MDR number: 3010536692-2017-01606_00. Please void the initial report for 3010536692-2018-00059.

Event description:
Allegedly the patient was revised due to broken neck.